Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider.

Event description:
It was reported that the customer's blood glucose (bg) level was 276 mg/dl and a bolus via the pump was delivered to address the bg level. The customer did not know the cause of the high bg. Earlier in the day, the customer did remove, cleaned and reinserted the cannula. The customer was aware that the re-insertion of the infusion set site was not advised. A pump system check was performed and no device issue was found. Tandem technical support discuss factors that could contribute to a high bg level and advised the customer to discuss the high bg with a healthcare provider. The customer understood the information and was satisfied that the issue was addressed.